Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system could not take x-rays. After troubleshooting on site, it was suspected that the x-ray battery pack was the cause of the failure. At the time of filing, the issue has not been resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system could not take x-ray. It was not possible to troubleshoot and get the system to take x-rays. There was no patient present when this issue was identified.